Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #331b; serial # (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; there is misalignment of metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber had diminished vaporization and fiber tip displace" at 29 minutes and 236,778 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."